Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is not receiving adequate coverage from his trial system. It was also reported, the pt experiences tingling. As a result, the trial system was removed. The pt stills experiences tingling, but it is diminishing each day. The pt is scheduled for an MRI. Attempt to gather add'l info was unsuccessful. No further info is available at this time.